Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly ruptured during first inflation attempt at 8atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one ultraverse 014 pta catheter has returned for evaluation. On the visual evaluation of the device, the device appeared bloody, no kinks noted on the catheter. No specific anomalies noted. During the functional evaluation of the device, the guide wide lumen of the catheter and in-house guide wire has inserted through the distal tip and exited without any issue. Further the balloon was inflated with an in-house presto inflation device, during the inflation water leaked form the balloon. Under microscopic evaluation of the balloon, a partial circumferential rupture has noted. Therefore, the reported balloon rupture has confirmed as the water leaks from the rupture, when the balloon inflated. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 04/2023), g4. H11: h6(result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2023).

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly ruptured during first inflation attempt at 8atm. The procedure was completed using another device. There was no reported patient injury.